Event description:
The pt had follow-up in 6 and all was ok. 10/16/96, via transtelphonic monitoring, there was no output with or without magnet.

Manufacturer narrative:
The observed no output was the result of low module voltage due to a malfunction in the pacer power source, bt1.